Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of recommended replacement time (rrt) in save to disk on (B)(6) 2011, device rrt<=2.6251 volt. Save to disk data in file (B)(4) shows last battery measurement = 2.55 v on (B)(6) 2011. Patient alert for low battery voltage on (B)(6) 2011. Lead failure predictor high rate-non sustained <= 197 milliseconds (ms) average ventricular-cycle on (B)(6) 2011. Ventricular non-sustained tachycardia=160 milliseconds on (B)(6) 2011. Ventricular fibrillation=200 ms average ventricular-cycle on (B)(6) 2011.

Event description:
It was reported that the patient is deceased and died eight days post device system implant. The patient is reported to have had a ventricular tachycardia storm and the death is reported to be due to medical reasons. It was further reported there was premature battery depletion. The cause and circumstances of the patient death were requested and will not be received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.